Event description:
Affiliate reports that leakage was noticed from the eds bag during use. The dr changed the bag for new one.

Manufacturer narrative:
Codman is expecting the product back for eval. Upon completion of the investigation a f/u report will be filed.